Event description:
It was reported that the pump was not delivering insulin properly and customer was hospitalized on (B)(6) 2014. Customer stated that she does not have her discharge paperwork and needs time to find the blue tubing clamp. Customer was advised that she can call back at a later time. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.